Event description:
I received essure coils in 2010. I immediately had pain that never subsided. The pain is cramping, pinching, aching, and piercing in stomach and back from mild to intense at various times of the month. In 2012 I developed unexplained joint pain in both hips, shoulders and one ankle. Heavy bleeding during menstrual period for an increased time frame. In 2014 infection and irritation mimicking vaginal yeast with no sign of the presence of abnormal yeast levels the will not subsided with any treatment.